Event description:
It was reported that the lead was capped and a new lead was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. A high capture threshold was also observed on the rv lead. Damage to the device header was suspected, so the device was explanted and replaced in order to resolve the event. The patient was stable following the procedure. Related manufacturer reference number: 2938836-2018-08703.